Event description:
In 2010, the lay patient contacted lifescan (lfs) alleging that his one touch ultra meter displayed the error 2 message. Five days later, the medical surveillance specialist (mss) spoke with the patient and obtained additional information included below. The patient told the mss he takes a fixed am dose of 40 units n and 20 units r insulin and a pm dose of 30 units n with 15 units. He said he got home from a non-diabetes related hospitalization before lunch and went to sleep; he did not eat lunch or dinner. At 8:00 pm, he had cold sweats, was shaking and scared. He attempted to test with the lfs product and obtained the error 2 message. He called ems for assistance. The emts arrived and obtained a reading of 41 mg/dl on their meter. At that time, the patient said he was barely responsive. The emts started an IV and took the patient to the ER. The patient was treated with IV glucose and released to home after his blood glucose level tested at 90 mg/dl. The patient said his doctor decreased his insulin dose after the incident. The csr documented that the subject meter displayed the error 2 message when the power button was pressed. The patient's product was replaced. This complaint is reported because the patient alleges that the lfs product displayed the error 2 message while he was sweaty, shaky and scared. He said he called ems and was barely responsive when the emts arrived. The patient claimed the emts obtained a reading of 41 mg/dl and treated him with an IV.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.